Event description:
It was reported during remote follow up that the right ventricular lead exhibited low pacing impedance. No intervention was reported. The patient was stable and asymptomatic.

Event description:
Additional information received noted that the right ventricular lead was explanted. The patient was stable following procedure.